Manufacturer narrative:
(B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that lesion calcification and tortuosity were so severe that excess stress was applied to the guide wire causing damaging to the coils. The patient incurred no adverse impact with regards to this damaging. Reportedly no additional intervention was taken. The patient was discharged next day after the procedure. Reportable malfunction was recognized when the subject guide wire was returned to the manufacturer on december 15, 2017; therefore, the date the device returned was considered the date the manufacturer became aware of the event. The subject guide wire was returned for analysis. The returned guide wire had its coil wire elongated distal to the middle solder (at 45 mm from the distal end) and the elongated coil wire was tangled. Approximately 40 mm distal to the middle solder, the core wire was found separated. The core fracture was microscopically observed. It revealed that there were helical marks on the core shaft and the core wire fracture surface was oblique. These finding suggested the core wire was fractured due to accumulated torsion applied while the guide wire was being bent. On the distal side, the coil wire started to elongate at approximately 12 mm from the distal end. Under the elongated coil wire, proximal segment of the underlying inner coil wire was exposed. At approximately 5 mm from the distal end, the coil wire was bent and the fractured inner coil wire was sticking out between the coils. At the distal end of the elongated coil wire, the distal solder remained attached; the coil wire remained in one piece. To observe the distal segment of core wire fracture, the coil wire was intentionally elongated. At approximately 5 mm from the distal end, the inner coil wire and the core wire were found tightened and wrenched off together. Since the coil wire remained unfractured, it was concluded that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Base on the obtained information and the investigation outcome, it was concluded that torsion exceeding the product design limit was applied while the distal segment of the guide wire was being trapped by the heavily tortuous and heavily calcified cto lesion. Accumulated torsional stress led the inner coil wire and the core wire to fracture and coil wire became elongated as the guide wire was being removed from the anatomy. Although there was no indication of product deficiency, possible patient injury such as leaving wire fragment in the patient could occur if this were to recur. Instructions for use states: - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; - [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, - [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
Reportedly, during a pci to treat a heavily tortuous and heavily calcified cto lesion in the lad #7, the subject guide wire was used with a catheter when deterioration in wire manipulation was recognized. The physician removed the guide wire out of the vasculature and found that coils of distal segment of the guide wire were disarranged. The physician decided to terminate the procedure and reattempt some days later.